Event description:
It was reported that during a routine supply change the cartridge initially would not fully insert after rewind, and although a second rewind allowed insertion, the connector would not lock; troubleshooting confirmed the true issue was an inability of the connector to lock, and the user proceeded after replacing the connector. Symptoms included no reported adverse clinical signs. Outcomes included no clinical impact and no alarms. Investigation included troubleshooting and user education. Investigation of this case revealed a connector attachment failure. It was concluded that the event was related to a device component attachment issue with the connector.